Event description:
It was reported a balloon ruptured during a transjugular intrahepatic portosystemic shunt (tipps) procedure. Upon removal of the catheter, it was noted a segment of the balloon material had detached in the pt. A snare was utilized to successfully retrieve the detached balloon material. The procedure was successfully completed. The pt's condition is good and has since been discharged. This device has not been received by the MFR. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully." User facility medwatch report attached.